Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2019, a second mitraclip procedure was performed. One clip was implanted, reducing mr to 1-2. Leaflet injury was noted and was suspected t be caused from the first procedure. The atrial septal defect was left untreated. No additional information was provided.

Manufacturer narrative:
Patient codes: 2104 labeled internal file number: (B)(4). Patient code 2199-labeled na - removed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This is filed to report the clip opened after deployment. It was reported that this was a mitraclip procedure performed to treat grade 4 degenerative mitral regurgitation (mr). The mitraclip delivery system was advanced to the mitral valve and the clip was placed. During deployment, after the actuator knob was turned eight times, the clip fully opened and detached from the leaflets. The clip remained on the gripper line, preventing it from migrating. The gripper line was pulled, retracting the clip up against the tip of the steerable guide catheter (sgc). The clip and sgc were removed together. No clips were implanted and mr remained at 4. Upon removal of the sgc, a 3cm hole in the septum/atrial septal defect was noted. A second mitraclip procedure is planned and the atrial septal defect will be treated that day. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, the following information is being provided: abbott submitted medwatch # 2024168-2019-03206 on april 23, 2019 with notification of the voluntary recall , (remedial action initiated) for events related to unexpected clip opening. Abbott recently received eleven reports of xtr clips unexpectedly opening and becoming nonfunctional resulting from unintended excessive force applied to the clip during implantation. Once the clip becomes nonfunctional, the inability to close and remove the device has led to surgery or additional intervention. This event is one of the eleven. To prevent unintended excessive force from being applied to the clip, abbott developed revised instructions for performing the steps establish final arm angle and invert the clip arms. The field safety notification (fsn) includes these revised instructions. Abbott will train all mitraclip implanters on the revised instructions.

Manufacturer narrative:
Internal file number: (B)(4). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: based on the information reviewed and the overall evaluation of the returned device, a definitive cause for the reported mechanical issue could not be determined. It was observed that the hinge pins were disengagement during returned device analysis. The reported complete clip detachment appears to be a cascading effect of hinge pins disengagement. The reported tissue damage appears to be an outcome of procedural circumstances. The tissue damage appears to be a consequence of procedural circumstances. The reported patient effect of mitral valve injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. A potential product issue was confirmed due to the observed hinge pin detachment. Engineering investigation to date has determined that unintended excessive force applied to the clip can cause hinge pin disengagement in the mitraclip xtr design. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. This event was further reviewed by an abbott vascular medical affairs manager: from the fluoro images and echo cines, no particular cause can be detected that can have lead to the clip opening after deployment. In addition, damage to leaflets in respect to the baseline cannot be detected as there are no comparable images pre and post clip. Also , the iatrogenic orifice in the septum cannot be clearly evaluated for possible damage from the passage of the opened clip, as its not fully visible in the echo images. The FDA z number has not yet been provided to the manufacture. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip xtr clip delivery system, april 18th 2019, recall file under medwatch # 2024168-2019-03206.